Manufacturer narrative:
Evaluation results: related to operational context (device inspected and negative prep performed prior to use with no issues identified. Event is most likely procedural related). Evaluation conclusions: operational context caused or contributed to the event (device inspected and negative prep performed prior to use with no issues identified. Event is most likely procedural related). (B)(4).

Event description:
Physician intended to use a 2.25 x 12 mm sprinter legend balloon to treat a lesion. The device was removed from the packaging, inspected and negative prep was performed with no issues identified. It is reported that deflation issues were noted following the first inflation and that the balloon would not deflate at lesion. No patient complications reported. Evaluation summary: the distal tip was severely bunched. The inner shaft was bunched distal to the attach tip bond. The transition shaft was stretched immediately proximal to the guidewire entry port. The balloon bond was stretched. The balloon folds were opened, however the balloon was completely deflated on return of the device. The device was placed in a waterbath to disperse crystallized residue in the inflation lumen and balloon. Post removal from the waterbath the balloon could not be inflated.